Manufacturer narrative:
B3: unknown. No information has been provided to date. G3: japan. D4: UDI number and g5 unavailable. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "power lost, while pump was on" error message. Functional testing was unable to confirm the reported issue. One possible, but unconfirmed, problem source was listed as a defective backup capacitor. As a preventive measure the backup capacitor was replaced. The product's history records were reviewed, and there were no non-conformances nor service-related issues, that would have resulted in the reported complaint.

Event description:
It was reported, that the pump exhibited a "voltage" alarm. It is unknown, if there was patient involvement. No adverse patient effects were reported.